Event description:
After an insulin self-injection by a patient, the patient-end cannula was found to have broken off and were left in the patient. The patient went to the hospital to have it removed.

Manufacturer narrative:
After an insulin self-injection by a patient, the patient-end cannula was found to have broken off and were left in the patient. The patient went to the hospital to have it removed. A review of the batch records show no internal deviations during production and no abnormalities or deviations from the validated manufacturing process. Resistance to breakage testing according to iso 9626, chapter 5, was performed on 5 samples retained from the same batch. Results show no visible breakage can be found.